Event description:
Revision surgery - due to pt's anatomy the rotator cup failed requiring pt to be converted to a reverse shoulder.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 5.1 months of pt use. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report # (B)(4) associated with this product that did not affect implant safety or effectiveness. There are no indications of a product or process issue affecting implant safety or effectiveness. Several factors not related to the implant can play a role in instability; such as rotator cuff failure. As reported, the pt's rotator cuff failed and this revision was to convert the pt to an rsp system to help restore functionality of the joint. This is a normal progression of joint systems for the system of rotator cuff failure, no failure of the original implants.